Manufacturer narrative:
During the investigation electrode belt (B)(4) for an unrelated issue, a reportable malfunction was found. The electrode belt was unable to complete essential performance testing due to the trunk cable connector being cut. The root cause for the severed trunk cable connector was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
During an investigation for an unrelated issue, a reportable malfunction was found. The patient's electrode belt was unable to complete essential performance testing.